Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The unit was operated to obtain measurements and successfully alarmed audibly and visually under alarm conditions. Internal inspection showed an open on the customer's front speaker rendering the speaker inaudible. The reported customer complaint could not be duplicated.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit shuts off, then it will turn itself back on and off until the battery dies. No known impact or consequence to patient.